Event description:
A report received from the cordis clinical study site in italy associated a cypher stent with myocardial infarction with stent thrombosis that required revascularization one month after implantation. The first cypher stent was implanted at 12 atm in the mid left anterior descending coronary artery (lad). The lesion was 10mm in length and 2.5mm in diameter. It was de novo and eccentric with type b1 classification. Pre and post dilatation was not conducted. The second cypher was implanted at 15 atm in the first diagonal branch of the left anterior descending coronary artery. The lesion was 10mm in length and 2.25mm in diameter. It was de novo, irregular eccentric with type b1 classification. Pre and post dilatation was not conducted. The third cypher was implanted in the circumflex at 15 atm. The lesion was 10mm long by 2.5mm in diameter. It was de novo, irregular and eccentric with type b1 classification. Pre and post dilatation was also not conducted. Patient presented with anterior wall myocardial infarction and coronary angiogram confirmed thrombosis with total occlusion of all three stents that required revascularization by additional placement of a bare metal micro driver stent in the mid lad and the rest by balloon angioplasty.

Manufacturer narrative:
The cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of three products involved in the same patient reported under manufacturing numbers 9616099-2007-01138, 9616099-2007-01139 and 9616099-2007-01140. Additional information will be submitted within thirty days upon receipt.